Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia around 300 mg/dl for several hours while using a teflon inset with 23-inch tubing, and the infusion set connector was found loose with insulin leakage at the site; the user noted they had not tightened the connector and reconnected supplies, performed a fill cannula, and cleared the prior algorithm delivery. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance or medical intervention. Investigation included troubleshooting and user education regarding connector engagement and site management. Investigation of this case revealed a loose infusion set connection associated with insulin leakage at the connector, consistent with a connector issue resulting in reduced insulin delivery and high glucose without device alerts. It was concluded, based on previously established findings for similar reports, that the cause was user setup or handling related to insufficient connector tightening.